Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition but, the lcd has leaking pixels. Customer's complaint of error code 1870 was verified. The event log did show the error on (B)(6) 2018. Service will replace the optical switch as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump has error code 1870. No reported adverse effects.